Event description:
Customer reported that their acuity cpu rebooted itself. Keith indicated that the cpu did not come back up by itself this time - he had to reboot it. Wa tech support dialed in and verified that acuity cpu had rebooted itself a number of times since installation with core files generated. On recommendation of engineering, the cpu needs to be returned to service for evaluation. Will issue warranty replacement for the cpu. This resulted in a temporary inability to centrally monitor patients, however, bedside monitoring was not affected. There was no report of any patient harm as a result of the reported event. The customer did not provide any patient information.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is completed.